Event description:
The wife of the deceased pt claims that the graft was implanted successfully, without leakage in 1997, for an emergency thoracic aortic aneurysm replacement that included replacement of the aorta below the diaphragm down to the legs. Due to the nature of the emergency surgery, the dr elected to break the pt's ribs to gain access to the aorta. During the surgery, nerves were severed which resulted in permanent paralysis for the pt (paraplegic). In addition, a blood clot caused by the surgery, required that a hole be placed in the pt's skull to relieve pressure. The graft was left in. The pt, in addition to the paralysis, suffered short-term memory loss. On 9/6/1999, the pt became ill and was vomiting blood. The pt expired on 9/12/1999. It was found that the wall of the esophagus had ulcerated (hole) and that the graft had hemorrhaged from the area of its connection to the existing aorta into surrounding area and also into the esophagus through its ulceration. Note: co has now learned that the event occurred at a hospital the name of the dr is unknown and unattainable at this time.